Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, who reported that the patient was leaking a lot and did not feel like the ins was working. Furthermore the patient reported that they could not get the patient programmer (pp) to communicate with the ins and thought that the ins might be depleted. The patient was advised to follow-up with their healthcare provider (hcp) to have the device checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the device was working and they are to see a manufacturer representative at the next visit. Patient mentioned they had turned off their controller thinking it wasn't working. There were no applicable steps taken for resolution. The issues have been resolved. No further complications were reported.